Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, as reported event is a known risk associated with these types of procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the next day post stent assisted coil embolization procedure, asymptomatic cerebral infarction in the treated areas was observed. No medical treatment was administered and the patient was reported to have recovered.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the next day post stent assisted coil embolization procedure, asymptomatic cerebral infarction in the treated areas was observed. No medical treatment was administered and the patient was reported to have recovered.